Event description:
It was reported that the balloon of the fogarty catheter did not inflate or ruptured during the inflation test before use. There were no patient complications reported. It was initially reported that one catheter was defective. However, two catheters were returned and both were found to be defective. Both catheters were intended for use in the same procedure and patient. A complaint was opened for the initial catheter. Date of event is unknown. Per product evaluation, the balloon was found be deteriorated with missing pieces.

Manufacturer narrative:
The reported event of balloon inflation issue was confirmed. The balloon was found to be torn around circumference at the distal side. Latex of tip was also torn. Closer examination found that the balloon appeared deteriorated and small holes were observed. After cutting the proximal windings, the edges of torn area did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was generated earlier. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.